Manufacturer narrative:
The lens was returned. A small amount of viscoelastic was observed. Unable to determine specific lens model. The lens is a single-piece natural lens. The lens dimensions were acceptable using an approved sp natural template. The lens had parallel marks on the anterior and posterior edge from an instrument used to grasp the lens. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No problem was found with the returned single-piece natural lens, which would have contributed to the reported issues. The specific model cannot be determined without the lot number. The lens dimensions were acceptable using an approved sp natural template. Information was provided that the patient was referred due to high iop. The lens was observed to be dislocated during treatment for the high iop. The surgeon has indicated that the event was unrelated to the product. The single-piece natural lens was replaced with a company, 23.5 diopter lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, increase in iop ( intraocular pressure). Did a paracentesis to relieve the iop. Under slit lamp exam that the iol was dislocated. Lens was explanted during secondary procedure. Replaced with other company lens.